Event description:
Reporter indicated that the vns was likely contributing to her having sleep apnea and that she has been referred by her psychiatrist for a sleep study. All attempts to the reporter's psychiatrist for further info have been unsuccessful to date.